Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 33mm epic mitral valve was implanted in the patient. The patient required a redo mitral valve replacement(mvr) procedure due to valve disfunction and severe mitral insufficiency. The patient was reported extubated.